Event description:
Boston scientific received information that the patient had experienced an abdominal injury approximately one month earlier and now the left ventricular (lv) lead exhibited loss of capture (loc) and muscle stimulation in all vectors. A slight drop in the impedance measurement was also observed on the daily measurements. A revision procedure was performed where a micro-dislodgement was observed on fluoroscopy. No damage to the lead was noted. The lead was successfully repositioned with good measurements. The physician attributed the abdominal injury to the lv lead dislodgement. The lv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.